Event description:
It was reported that the user experienced a bent cannula and was announcing incorrect meal sizes, including multiple consecutive meal announcements used as corrections for high glucose, while using the ilet system. Symptoms included hypoglycemia with a nadir of 39 mg/dl. Outcomes included serious injury with the need for oral glucose administration. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage issue involving improper or incorrect procedure related to the user interface and failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.